Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced discomfort. A revision surgery was performed, during which the physician confirmed that the pressure regulating balloon had herniated out of the space of retzius. The balloon was explanted and replaced. There were no further patient complications.